Event description:
Ambulance personnel were attending to a pt, condition unknown. During three attempts at countershocking the pt, the device would not charge. Eventually the device did function properly and treatment to the pt continued. Pt outcome not reported.